Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with elecsys ferritin on a cobas e 801 analytical unit. The first sample initially resulted in a ferritin value of 4.46 ng/ml. The sample was repeated twice, resulting in values of 96.7 ng/ml and 100 ng/ml. The second sample initially resulted in a ferritin value of 0.500 ng/ml. The sample was repeated twice, resulting in values of 7.03 ng/ml and 7.63 ng/ml. The third sample initially resulted in a ferritin value of 0.863 ng/ml. The sample was repeated twice, resulting in values of 13.2 ng/ml and 14.2 ng/ml.

Manufacturer narrative:
The calibration and control data were acceptable. The last calibration was performed on 27-sep-2023. The investigation could not identify a product problem. The cause of the event could not be determined.